Manufacturer narrative:
Product analysis # (B)(4):2024-04-25 14:39:13 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-04-25 findings and conclusions: the returned tracker would not track when connected to a known good system but displayed red status. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that verify could not be performed. The operation proceeded without any problems using the same item product number in stock. No patient involvement was reported.